Manufacturer narrative:
Unit powered up properly after battery installation. No blank display noted however, unit received with full segment display due to faulty interface board. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have a blank display screen. Customer also reported a constant tone. Customer's blood glucose was 202 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.